Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Medwatch report number: mw5069130. Event date: (B)(6) 2017 - FDA report date: 17-apr-2017 product not yet returned for evaluation. Most likely underlying root cause of malfunction: mlc-57 user had an inaccurate reference: alternate meter: the end user is comparing results obtained from one of trividia's bgm system to the results from another trividia's bgm system note: manufacturer contacted customer on 5/3/2017 in order to obtain more information about the complaint; customer states that he is wasting a lot of strips when using the meter. Customer states that this meter is not as good as the truetrack strips and he is no longer using the true metrix product. Customer informed us he went online and got the truetrack product and it is working fine for him. Manufacturer contacted customer back on 5/24/2017 to verify if he had any adverse event or had to seek any medical intervention regarding the product. Customer wants to us to look about the complaints and fix the issues. Customer did not have any adverse event or any medical intervention.

Event description:
Customer complaint: patient reports the true metrix glucose monitoring test strips are not functioning properly. He experienced malfunctions while attempting the capillary action mechanism and received errors indicating "too much blood/ not enough blood". The reporter states 1 out of 4 test strips fail on occasion. The mentioned device is sold at (B)(6) as well as (B)(6).